Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for amik2 amikacin on a cobas 8000 c 502 module. The sample initially resulted with an amik2 value of > 45.4 ug/ml accompanied by a data flag. The sample was manually diluted 1:3 and repeated, resulting with a raw value of 11.68 ug/ml, which calculated to a final value of 35.04 ug/ml when accounting for the dilution factor. The 35.04 ug/ml value was reported outside of the laboratory. The pharmacy questioned the result since the value was not consistent with medication dosage and the clinical picture of the patient. The sample was manually diluted 1:2 as recommended in product labeling and repeated. The final repeat value of the diluted sample was 50.62 ug/ml. The result was amended and the pharmacy was contacted. No adverse events were alleged to have occurred with the patient. The amik2 reagent lot number was 31673101, with an expiration date of 31-jan-2019. The analyzer sample probe was investigated and it was determined that the teflon plug was not placed on the probe during installation. There was evidence of gel buildup around the sample probe.

Manufacturer narrative:
The hospital pharmacy department was expecting the value of 50.62 ug/ml. For the last calibration performed on (B)(6) 2018, calibration was acceptable with consistent calibrator signals. Between (B)(6) 2018 and (B)(6) 2018 controls were mainly within range, although low within range recovery was observed on (B)(6) 2018 and (B)(6)2018. A control value was outside of range low on (B)(6) 2018. Upon review of the alarm trace, several abnormal aspiration alarms between (B)(6) 2018 to (B)(6) 2018. A general reagent issue could be excluded since calibration and controls were acceptable. The investigation was unable to find a definitive root cause.